Event description:
The pt was experiencing no pain relief. A rotor study was done in 2006 that demonstrated the rotor was not moving. The pump alarm was never heard. The pump was explanted and replaced and returned to the mfg for analysis. The pt outcome was reported as "ok-increased pain."